Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the station and found no issues as the time was current with the server, determined that the case description may have contained incorrect order details, requested the patient medical record number, visit number, and order number for further verification. The user informed that testing would be conducted the following morning using electronic privacy information center (epic) tst and the pyxis test server and requested to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient order was not showing on new device. However, there were no delays or adverse events or injuries reported based on this event.